Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that the buttons were not responsive. Customer reported that he tried to bolus this morning, but has not been able to bolus for about 2 hours. Customer does not recall any significant events leading to the alarm. Insulin pump will need to be replaced. No additional information provided.